Event description:
It was reported that wake button detached from the pump. There was no reported impact on the customer¿s blood glucose level. Technical support identified that while the pump could start and charge, the customer was to return the faulty device and receive a replacement pump.